Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 20 mg/dl. The customer was in a car accident due to a severe low blood glucose and was hospitalized for 3 day. The customer¿s other blood glucose was 40 mg/dl. Customer stated that day of his accident they tested normal at 121 mg/dl then had a candy bar. The customer stated low blood glucose leading to loss of consciousness. The customer been using the insulin pump system within 48 hours of reported low blood glucose event. The drive support cap was normal-slightly indented. The insulin pump will not be returned for analysis.